Event description:
Customer reported a loud popping sound and no image on monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and snubber board. System operates as intended. (B) (4).